Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test. The device received pump error 25, low battery and power loss alarms due to connector resistance issue.

Event description:
The customer reported via phone call that insulin pump has power error detected. The blood glucose at the time of the incident was unknown. The customer mentioned this is the second occurrence of the alarm without warning. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.